Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 27 mg/dl. Customer had a seizure and became unresponsive while at school. Customer was treated with intravenous glucose in the hospital emergency room (ER). Contact alleged the pump delivered unrequested insulin. After one day, customer left ER experiencing headaches and feeling tired. Bg was 153 mg/dl. Although multiple attempts were made by tandem technical support to obtain additional information and pump data, contact did not reply.